Event description:
It was reported that during a laparoscopic oophorectomy procedure the jaw of the blade broke and fell into patient and the piece was retrieved. Case completed with another blade. No further patient consequence.